Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient's mother stated that the sensor wire fell out of the plunger barrel during deployment. At the time of contact patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).